Event description:
A customer contacted beckman coulter inc., (bec) to report that they obtained an erroneously elevated troponin (accutni) patient result, within the risk stratification range of the assay, for one patient. The result was generated by the access 2 immunoassay system. Repeat testing of the patient sample on the same instrument produced lower results within the normal reference range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in a 2.5ml edta plasma sample tube and was centrifuged for 5 minutes at 4,000 rpm. The patient sample was a short draw; the customer estimated <1.5ml of sample had been drawn into the tube. Qc performed within the customer's established ranges before and after the event. System check data has not been supplied to date. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse reported that a system check failed to perform within instrument specifications on (B)(4) 2012. The fse inspected the instrument and discovered that the dispense probes had inadvertently been replaced with aspirate probes during maintenance and this caused the failing system check to occur. The fse indicated that the probes installed on the instrument were dirty. The fse cleaned all probes and re-installed the probes properly. The fse performed a special clean and a passing system check within instrument specifications. The on site fse returned the following day to perform a passing high sensitivity system check within instrument specifications. The fse adjusted luminometer settings and verified hardware operation. The fse performed passing qc within the customer's established limits after all repairs were completed. The fse could not determine if the misplaced probes had caused the erroneous result as it was not reported when the probes had been improperly installed. In conclusion, a cause for the erroneous patient result is currently unknown.